Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer¿s high blood glucose level was 500 mg/dl. Customer declined troubleshoot for high blood level. Customer stated pump go off and several multiple unspecified alarms occurred. Customer assisted in performing a self test and test passed. The product was returned for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test and selftest. No unexpected restart error alarm and no external ram crc error alarm during test. Unit received with cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.